Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that he received no delivery alarm. The customer's blood glucose was 466 mg/dl at the time of incident. The customer stated that he attempted to treat the high blood glucose with the insulin pump. The customer stated that the insulin did exit at the quick release during fixed prime. The customer stated that the tubing was not kinked or bent. The customer stated that he rotate sites and avoids scar tissue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.